Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 implantable pulse generator (ipg) implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced non-capture and high impedance resulting from a confirmed fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was an rv lead warning prior to replacement.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that the auto lead diagnostics shows that the ventricular lead impedance was high/open beginning the week of (B)(6) 2014. Also, a ventricular lead warning occurred on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.